Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection, the nurse connected cartridge to manual handle ,checked the jaws opening/closing as usual and handed the device to the surgeon. The surgeon pushed the green button ,tried to squeeze the handle, however it was stiff and could not be squeezed. Then re-connected the cartridge, however the same event occurred. Replaced by a new cartridge ,the firing was completed. The sales rep noticed the cartridge in question was pre-fired. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device . Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.